Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, loss of defibrillation therapy was noted on the device because of the inappropriate programmed settings. The device failed to deliver therapy as the ventricular tachycardia (vt) event was occurring under vt monitor zone and patient had only one active therapy zone which was ventricular fibrillation. Programming changes were made. The patient was stable.